Manufacturer narrative:
This report is associated with argus (B)(4), corega (formulation unknown, cream). Corega is marketed in the us as poligrip.

Event description:
Diabetes type 2 [type ii diabetes mellitus]. Case description: this case was reported by a consumer via market research programs and described the occurrence of type ii diabetes mellitus in a female patient who received corega cream for drug use for unknown indication. Co-suspect products included gsk denture adhesive (formulation unknown) (corega) oral powder for drug use for unknown indication. On an unknown date, the patient started corega and corega. On an unknown date, an unknown time after starting corega and corega, the patient experienced type ii diabetes mellitus (serious criteria gsk medically significant). On an unknown date, the outcome of the type ii diabetes mellitus was not reported. It was unknown if the reporter considered the type ii diabetes mellitus to be related to corega and corega. Additional information: the action taken with corega cream and corega powder was unknown. Consumer informed that when she used corega cream she used to use at the same time corega powder. She informed she started using the products when she was (B)(6) and passed some time she was diagnosed with diabetes type 2.